Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a siltex round moderate profile gel implant (right) and an unknown mentor gel implant (left) experienced right sided rupture post procedure. As a result, an explant without replacement was performed on (B)(6) 2019. Upon explant the right prosthesis was confirmed to be ruptured, and the left device appeared to have a contour deformity. The patient was brought to the recovery room in good condition. The explanted prostheses were found to be 375ccs. See 1645337-2019-13252 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 07/18/2019: device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample a tear measuring approximately 14.0 cm was noted on the anterior view. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).